Manufacturer narrative:
On 06/04/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 350cc mentor smooth round moderate profile saline, catalog: 3501655, lot: 224153. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses, experienced left breast burning sensation that comes and goes and hot to touch left breast post-operatively. Benign growth within the left breast was also identified and discovered to be non-cancerous. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.